Event description:
Patient reported that the upper aligner tips out and is cutting into their lip and rubbing it raw. Provided hh tips and requested update with photo after tips to further evaluate gumline.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.